Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument was found with a dislodged tip/jaws. There was little information provided by the team. The problem observed was that there could be a possible blade sticking outside. The instrument was logged in the system for 1 minute until replacement of the same kind. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was registered only one minute in the da vinci system, so it could be noticed after attaching to the arm but before or right after entering the port through the cannula. Either the assistant or operating room (or) person noticed while attaching to the arm or the surgeon saw it while passing the instrument through the cannula. It was unknown if the instrument collided with any other instrument or tool during procedure but was unlikely.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have the grip open ring dislodged at the proximal end. The set screw was still attached to the grip ring. The dislodged grip ring affected the operation of the instrument's jaws. The jaws would not open properly during in-house testing. Visual inspection found no dislodged blade. Additional observation(s) related to customer reported complaint: the instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement test. The jaws failed to open properly during testing. The probable root cause is attributed to the manufacturing process. The probable root cause of the jaws failing to open properly was attributed to dislodged grip ring.